Manufacturer narrative:
Upon actual evaluation of the unit it was found that the bed exit and scale were working to specifications and no defects were found with the unit.

Event description:
It was reported via repair work order that the scale was inaccurate and the bed exit was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that the scale was inaccurate and the bed exit was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.